Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As per customer feedback, this swan ganz pacing catheters & probes, the temporary pacing wire intended for right ventricular endocardial pacing may sometimes loop or coil in the right atrium. There was no allegation of patient injury reported. Patient demographics unable to be obtained.